Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 years post-implant, it was reported that the patient had a pump exchange due to a drive line tunnel infection.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be determined. The patient underwent a pump exchange and the pump was not returned to the manufacturer for evaluation. The patient remained ongoing on pump support until the patient expired on (B)(6) 2013 and the cause of death is unknown. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information received indicated that the patient expired on (B)(6) 2013 and the cause of death is unknown.